Event description:
It was reported that some of the optivol trends were missing on the device records. It was determined that the missing optivol measurements were due to the lead polarization being temporarily out of bounds. It was suspected that the polarization was the result of a recent pace event, and not due to a performance issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - 2002-(B)(6), 5071 implantable pacing lead - 2012-(B)(6), (B)(4).